Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt noted a pump alarm and was unable to reach the healthcare professional. The pump contained lioresal. The pt presented to the emergency room; no symptoms were reported at that time. It was thought that her pump may have been "running low", so she was placed on oral baclofen. The pt took her prior oral dose which was too much and "she felt that she significantly overdosed. She was even somewhat concerned that she might die as she was so sleepy and confused. She decreased the dose and did well over the weekend." The pt was seen in the clinic on (B)(6) 2010 and it was noted that the pump refill date was supposed to be (B)(6) and the pt had failed to keep the appointment. At that time, the pt denied significant spasticity and felt that she was "well controlled with oral baclofen." Upon aspirating the pump, 1 ml was returned; the pump was refilled. The pt requested a dose increase between the hours of 3 p.m. And 10 p.m.; the pump was reprogrammed and flex dosing was changed. The pump alarm interval was increased to alarm with a reservoir volume of 2ml. Per the reporter, there was no injury.